Manufacturer narrative:
It was reported to abbott, a patient had their ipg replaced because it was inoperable. The patient sated the ipg had stopped working 4 months earlier. The procedure took place without any complications and effect therapy was restored. The results of the investigation are inconclusive since neither the device nor logs or records were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.